Manufacturer narrative:
Qn#(B)(4). No sample was returned; however, the customer returned one photo. The photo shows what is believed to be the distal end of the snare used to retrieve the separated fragment and the separated fragment. The fragment appears to be a white tip with biological material protruding. No further information could be obtained from the photo. A device history record (DHR) review on the sheath/ dilator assembly did not reveal any relevant findings. The IFU for this product provides techniques for insertion and removal of the sheath/dilator assembly and warns not to over advance the tissue dilator. It also warns not to use excessive force when introducing the tissue dilator as this can lead to vessel perforation and bleeding. Complaint verification testing could not be performed as no sample was returned for analysis. The customer did return a photo of the separated fragment removed from the patient. No conclusions could be drawn from the photo other that it appeared to be a tip. The DHR for the sheath / dilator assembly were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of a piece of the dilator broke off during insertion could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that when dr. (B)(6) was inserting the cannon catheter, part of the smart seal/dilator broke off inside the patient. Intervention - the patient was transferred to another facility for removal of the foreign material. The material was removed without issue. No patient injury reported. The patient is reported as 'ok".

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that when dr. (B)(6) was inserting the cannon catheter, part of the smart seal/dilator broke off inside the patient. Intervention - the patient was transferred to another facility for removal of the foreign material. The material was removed without issue. No patient injury reported. The patient is reported as 'ok".